Manufacturer narrative:
Batch review performed on 08-july-2025: lot. 091607: (B)(4) items manufactured and released on 21-aug-2009. Expiration date: 2014-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs manager: a revision surgery was performed 15 years after the primary total hip arthroplasty implantation due to loosening of the cup. The reported reason for the loosening was "long term wear". Radiographic examination reveals signs consistent with mobilization of the acetabular cup, notably areas of reduced bone density within the acetabulum that may represent osteolysis related to pe particle release. On the stem side, small radiolucent areas are present proximally; however, these did not compromise implant stability, and consequently the stem was not revised. A particle release (possibly associated to long term wear) from a standard pe dual-mobility liner after 15 years aligns with common findings reported extensively in medical literature. We do not find this event indicative of a faulty product. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 15 years and 4 months from primary, the patient came in reporting pain due to a loose cup. The cause of the loose cup and instability is unknown. The surgeon revised the cup, head and liner. The surgery was completed successfully.